Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach flosser unspecified to floss his teeth (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the flosser broke in half. As a result, the floss was stuck in between the teeth and sustained cut in inner cheek caused by the plastic handle. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach flosser unspecified to floss his teeth (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the flosser broke in half. As a result, the floss was stuck in between the teeth and sustained cut in inner cheek caused by the plastic handle. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The device name was updated from reach flosser unspecified to reach access daily flosser. This report remains reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a male consumer (age unspecified) reporting on self from the united states. The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach flosser unspecified to floss his teeth (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, the flosser broke in half. As a result, the floss was stuck in between the teeth and sustained cut in inner cheek caused by the plastic handle. The action taken with the device and the outcome of the event were unknown. The report was assessed as non-serious event and the company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. The device name was updated from reach flosser unspecified to reach access daily flosser. This report remains reportable malfunction case in the united states. Follow up report is being resubmitted to correct the follow up receipt date from (B)(4) 2012. This report remains reportable malfunction case in the united states. Additional information received on (B)(4) 2012. A field sample was not returned and a lot number was not reported by the consumer. A review of the data associated with this complaint category (injury) revealed no adverse trends. Based on the information available, this complaint could not be confirmed. The complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.